Manufacturer narrative:
The device was returned to resmed and an extensive engineering investigation was performed. Review of the device data logs confirmed the occurrence of system faults 74, 185, and 191. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported system fault 74 was due to a software issue and the system faults 185 and 191 were due to contamination of the device main circuit board (pcba). Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Manufacturer narrative:
The device was not returned to resmed for evaluation. The astral device was returned to a resmed distributor located in (B)(4) and a technical evaluation was performed. Their technical evaluation determined that the system faults were single occurences and could not be reproduced during in-house testing. The device was serviced and returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed (B)(4) that while the device was being serviced, system faults were observed in an astral device. There was no patient injury reported as a result of this incident.